Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion." According to the customer: the customer reports that the pump was programmed for 13 hours, with npt 550 ml (total parenteral nutrition) and a flow rate of 42,31ml/h. The medication (npt) has been infused, but it was still 4 h and 19 min to finish. The medication was empty, and the display pump showed 4 h and 19 min to the end of the infusion. "